Manufacturer narrative:
Date sent: 11/26/2007. The hand piece was returned with a loose mount. It was tested on a generator and no error code was noted, however, a hissing sound was heard. The hand piece was disassembled, a tron acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the hand piece no longer meets the specifications for continuity. Complaint info is trend on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the handpiece was not working. There were no details available.